Event description:
It was reported to philips that the system was unable to boot-up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system was unable to boot up. Upon troubleshooting, the fse observed that the system software was not functioning correctly. The fse checked system performance and found that the system application was malfunctioning, resulting in booting issues. To resolve the issue, the fse successfully reloaded the system software. Afterward, the system data was reconfigured, and all functions were verified to be operating normally. After reloading the system software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.